Event description:
It was reported that when the packaging was opened in the hospital emergency room for product insertion, the guide wire was found to be stretched.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the guidewire is confirmed and was determined to be related to use of the product. One guidewire was returned for evaluation. An initial visual observation of the returned guidewire showed several bends along the guidewire. Microscopic observations revealed blood residues along the guidewire. The core wire appeared to be broken at the weld tip, but the weld tip was still observed to be attached to the device. The break in the core wire was observed to narrow and become thinner. The fracture surface of the broken core wire appeared shiny and rounded. No breaks were observed along the coil wire. These features are indicative of a break caused by tensile or pulling forces on the guidewire. This complaint will be recorded for future trending and monitoring purposes.